Event description:
It was reported the patient not getting stimulation sensation following a device replacement. Both high and low impedances were reported. The issue had not been resolved. The patient was going to have the device removed and it was going to be sent back for analysis following removal. As of the date of this report, removal had not been confirmed and the device had not been received.

Manufacturer narrative:
(B)(4).